Event description:
Per report received from foreign MFR: dr. Was unable to deflate the balloon. A 50 ml syringe was needed to achieve deflation and this was also repeated in vitro with the same difficulty.